Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock during an episode of atrial fibrillation with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information indicates patient received inappropriate anti-tachycardia pacing (atp). Reprogramming and medication options were discussed. Device remains in service. No additional adverse patient effects were reported. Additional information indicates the patient received several rounds of inappropriate atp and shocks due to atrial fibrillation. Device remains in service. Medication and troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information was obtained, the device delivered an appropriate shock due to supraventricular tachycardia (svt) at 270bpm. No additional adverse patient effects were reported. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 2 rounds of inappropriate anti-tachycardia pacing (atp) and 5 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received one inappropriate shock during an episode of atrial fibrillation with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information indicates patient received inappropriate anti-tachycardia pacing (atp). Reprogramming and medication options were discussed. Device remains in service. No additional adverse patient effects were reported. Additional information indicates the patient received several rounds of inappropriate atp and shocks due to atrial fibrillation. Device remains in service. Medication and troubleshooting options were discussed. No additional adverse patient effects were reported.